Event description:
It was reported that the detector coolant hose and the rotating coupler of the innova 2100 system were damaged by the introduction of a stiffener rod. The coolant hose is damaged and is leaking continuously. No injury has been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.